Event description:
It was reported by service report that the nurse call is not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Jack screw separated from 37 pin connector allowing connector to regress into bed.